Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No anomalies found; full lead returned and analyzed. Other text : truei attain otw implantable pacing lead. It was reported the lv lead was removed and replaced due to phrenic stimulation and unacceptable thresholds. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed. Visual examination: device performed according to specifications, device evaluated and alleged failure could not be duplicated pocket stimulation, high threshold.

Event description:
It was reported the lv lead was removed and replaced due to phrenic stimulation and unacceptable thresholds. No further patient complications have been reported as a result of this event.